Event description:
It was reported that the threads in the trial shell released from the cup itself.

Manufacturer narrative:
An eval of the reported device cannot be performed as it will not be made available to stryker. No lot ID info was provided. The root cause could not be determined with the limited info available at the time of the eval. Should add'l info available, the eval summary will be submitted in a supplemental report.